Event description:
Uei became aware of an event that occurred on (B)(6) 2012, on (B)(4) 2012 by a report from medwatch. The report states a pt was undergoing a phototherapy and four days after the treatment the pt had blistering on his thighs and neck. It was decided a MDR should be filed.

Manufacturer narrative:
Uei contacted (B)(4). (B)(6) spoke to (B)(6) and found the unit was referenced and calibrated correctly that it was a staff error. Our conversation confirmed that the machine was operating properly and no other incident had taken place.